Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported on april 10, 2023 while positioning themselves in bed they heard a sound of ¿bursting of a high pitched guitar string, not very loud.¿ after that they felt like their left ear was sealed with a cotton ear plug and hearing loss. On april 18th they went to ent who suggested a course of prednisone after a hearing test showed slight to moderate hearing loss. The patient finished the medications on may 10th and their doctor found no changes in their hearing compared to their first test. On june 27th the patient woke up late at night because of a loud buzz in their left ear. When they slowly tried to sit the whole room started to rotate around them and the buzz was so loud it almost became nauseating. The patient chose to turn their device off with no side effects besides a strong tremor. The patient then walked outside to stay away from the house to avoid an electromagnetic field with no effect. On june 28th around 2 a.m. The patient tried to get help, but ended up going to the emergency room where a CT of the head was taken which found no acute findings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they went to their healthcare provider 9hcp) who wasn¿t able to figure out why they were hearing sounds/tunes as describedin may. The consumer as still hearing the sound after the device was turned off. The consumer was redirected to their healthcare provider (hcp).

Event description:
It was reported that the patient noticed about four weeks ago, when doing some exercises, that they experienced a sharp, abrupt tune, suddenly in their head and lost hearing partially in their left ear. This was still happening to them. The patient said they went to a doctor who did an audiology exam and prescribed prednisone, which helped a lot, but it was still happening. Pt said they were worried this was caused by their dbs, a frequency or an electrode in their head had moved. Pt said they had not told their dbs doctor about this and would only have an appointment in july. The patient was redirected to their healthcare provider to address the issue further.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va1chuj, implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 31-aug-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.